Event description:
Medical affairs was unable to get a hold of the pt and will be sending pt a letter to obtain more clinical info. Pt tested one morning and obtained a 389mg/dl. Pt then took an extra shot of insulin, totaling 24 units. Pt started to have symptoms of high sugar. Pt had symptoms, which consisted of feeling sleepy, weak, dizzy, headache and no energy. Pt tried to test the sugar and obtained an error 4 message. Pt ended up contacting the paramedics. Paramedics arrived and tested pt and obtained a 32 mg/dl on their meter. Pt was treated with glucose and insulin. The test strips were in good condition and the technique of applying blood on the test strip was done properly. Customer service is upgrading pt to an ultra meter, since it has a broader range. Pt suffered a serious injury.